Event description:
It was later clarified that the threshold was high and sensing was "bad."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, two leads were placed, but the "parameters (were) bad." The helix of one of the leads would not "whirl out" (extend). The "implantation was gave up" (the leads were not used.) No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).